Event description:
New information received notes that the patient presented remotely via merlin.net and a follow up in clinic. The implantable cardiac monitor exhibited intermittent under-sensing. The patient was stable.

Event description:
It was reported that the patient presented with an implantable cardiac monitor that exhibited under-sensing and sensing intermittently. No intervention was performed. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.